Event description:
During the procedure the tip of the laparoscopic device fell off into the patient and was unable to be retrieved. No patient injury was reported.

Manufacturer narrative:
The device was visually inspected and showed signs of use. The shaft was bent and the jaw was detached and missing. The complaint device was disassembled and the fractured jaw component was analyzed using a scanning electron microscope (sem). For comparison purposes, a sample catalog #5dcd lap device was broken by applying force from the center of the jaw outwards. The sem analysis showed that the fractures seen on the complaint device were similar to the sample device, suggesting that the fracture on the complaint device occurred when force was applied away from the center of the jaw. Ascent healthcare solutions instructions for use for reprocessed electrosurgical laparoscopic/endoscopic instruments includes the following precaution, "careful handling of instruments is necessary to avoid damage or breakage as a result of excessive force." A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. Due to the infrequency of this type of event, no trend analysis is available.